Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances that led to the stimulation issue was that the stimulation intensity was too high. As a step taken, the patient went back to the clinic and spoke to the nurse. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she was normally able to turn up her stimulation at night (during trial) to help with symptoms, but she said now with the permanent implant she feels stimulation in the wrong area and an intense pain. At first, the patient stated that she could not really feel any stimulation and then she corrected herself saying, "I could feel it (stimulation) a bit now that I go back, but when I tried to turn it up, I would get this intense uncomfortable ache to the right of my tail bone area and I¿d have to turn it (stimulation) back down." The patient stated that over the weekend, she changed her settings to program 4, "because I was hurting again," and stated, I can feel the thumping and it¿s all on the right side and going down my leg- you could see my flip flop shaking.¿ the patient kept stating that she can feel it thumping on the vaginal area, on the right side of the crotch and all the way down to her foot. The patient also stated that the uncomfortable stimulation happens when she increases the stimulation to accommodate for symptom increase at night. Patient services documented the reported events and redirected the patient to speak with her doctor and manufacturer representative (rep) to have the device checked and possible reprogramming to resolve the wrong location of stimulation. The patient mentioned that she had her follow up appointment about 2 weeks after implant (B)(6) 2019. No further complications were anticipated/reported.